Event description:
It was reported by the sales rep that the device was used during a laparoscopic appendectomy. It was reported that "the staple line failed after firing". There was no consequence to the patient.